Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a program safety alarm on the insulin pump. The customer states that he was not able to clear the alarm and that the display did not return. The customer's blood glucose was 157 mg/dl at the time the issue was reported. Nothing further reported.